Manufacturer narrative:
Evaluation was not possible due to the extreme condition of the returned component. This report submitted (B)(6), 2011.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly. Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report filed march 23, 2011.

Event description:
It was reported that patient underwent resurfacing hip arthroplasty on (B)(6) 2010. Subsequently, the patient began to experience unexplained pain and reported feeling a clunk. A revision procedure was performed on (B)(6) 2011 to remove and replace all components to a total hip. It was noted during the revision that the components were found to be well fixed with no evidence of infection or alval. Only the femoral head was manufactured by biomet orthopedics. No further information has been provided to date.

Event description:
It was reported that patient underwent resurfacing hip arthroplasty on (B)(6), 2010. Subsequently, the patient began to experience unexplained pain and reported feeling a clunk. A revision procedure was performed on (B)(6), 2011, to remove and replace all components to a total hip. It was noted during the revision that the components were found to be well fixed with no evidence of infection or alval. Only the femoral head was manufactured by biomet orthopedics. No further information has been provided to date.